Manufacturer narrative:
No patient information provided after calls to customer (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. A ge healthcare service representative performed a checkout of the system with the hospital biomed remotely and confirmed the reported issue. No repair information available.

Event description:
The hospital reported that an error occurred causing a loss of the pressure mode of ventilation. There was no report of patient injury.